Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a negative result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4) lot 21627l, reader sn (B)(4). A repeat cue test performed on the same day provided a positive result. Customer also tested with an antigen test (unspecified brand) on (B)(6) 2022 and a positive result was obtained.